Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered. Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the monitor. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was on a fishing trip and went back to the hotel room with his friends where he was 'treated twice. Ems was contacted and attempted to resuscitate the patient but the patient had already passed. Review of the download data indicates that the patient entered bradycardia at 1:13:06 am that transitioned to asystole. CPR artifact was noted on the ECG recording. The patient's rhythm transitioned to sinus tachycardia and an idioventricular rhythm and back to asystole. The lifevest delivered one shock during asystole. CPR and motion artifact contributed to the false detection. The patient remained in asystole until the lifevest was shutdown. Asystole is considered a non-life sustaining rhythm.